Event description:
It was reported that the implantable pulse generator (ipg) was undersensing. After attempted reprogramming, the physician decided to replace the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 407652 implantable pacing lead, implanted: (B)(6) 2006; 407658 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).